Manufacturer narrative:
Product event summary (B)(4) the full lead was returned in segments and analyzed. The primary analysis finding noted no anomalies were found. Visual analysis noted the lead had apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high superior vena cava (svc) and rv coil impedance. The lead was partially removed and was replaced with a new lead. No patient complications have been reported as a result of this event.